Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient experienced no stimulation sensation. A few years back the patient had a ¿cervical electronic stimulator¿ implanted. The last few days the patient¿s ¿unit¿ stopped working. The patient programmer¿s (pp) batteries were replaced but it still was not making a connection between the pp and ins. Apparently the patient was not getting any stimulation. The reporter was getting all the information third hand and was unsure of what exactly was going on. The patient was currently at her health care provider¿s (hcp) office. It was noted that the patient was going through dementia. It was hard to tell how long the patient has had problems with the pp since she has dementia, sometimes she remembers and sometimes she forgets. Three days ago the patient¿s back had been bothering her and when asked if she had been using her ins, she stated ¿oh, umm, no, I don¿t know where it¿s at¿. It took 3 days to find the pp and the batteries were dead, so they were changed but it did not fix the problem. Additional information has been requested.